Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had system revision due to infection with sepsis. The physician elected to debride the pocket and cultures were sent to the laboratory. There were no additional adverse patient effects reported. The pacemaker remains in service.